Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d4 model number updated, d4 catalog number removed, d4 primary UDI number updated. Evaluation results: the device was evaluated by a zoll field representative. The customer's report was not replicated or confirmed. The device was put through extensive testing which included all functional testing without duplicating the customer's report. All buttons and alarms worked as intended. The device was recertified and returned to the customer. The device log did not have any faults associated with the customer report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via eletrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.